Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.

Event description:
It was reported that an unspecified malfunction occurred. Subsequently it was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. Customer's blood glucose level was 250 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.